Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 556 mg/dl at the time of the incident. The customer was at 359 mg/dl at the time of the call. The customer used the pump and was given intravenous insulin to treat. The customer experienced symptoms such as nausea and weakness. The customer was wearing the insulin pump during the incident. The customer states the pump was under delivering. Troubleshooting was not completed as the customer declined. The customer reported pump physical damage. The insulin pump will not be returned for analysis.